Manufacturer narrative:
Eval summary: a baxter svc tech evaluated the pump. The reported condition of "occlusion 5 times" was confirmed but could not be duplicated. Possible cause of these alarms was a cracked pump door assembly. The repairs have been placed on hold for parts. Once the parts arrive and the device has finished being repaired, a follow-up medwatch will be submitted.

Event description:
The facility representative reported "occlusion 5 times" during pt use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was available.